Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-08510, 08511. It was reported that the lead had skin erosion at the ipg site. Follow-up indicated the condition improved and the physician decided to continue monitoring the site. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.